Event description:
It was reported that the insulin pump fell in the water about 1 hour ago. Customer stated that it fell out of their pocket while they were washing their hands. Customer opened the battery compartment and found water in it. Customer drained the battery compartment and received a weak battery alarm. Customer's blood glucose level was 13.1 mmol/l at the time of the incident. Customer stated that the pump fell into the sink and there was water in the reservoir compartment. There was no fluid under the lcd screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed weak battery during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.